Event description:
It was reported that during surgery the device had an overheating.the procedure was completed with the back-up device, no patient injuries and complications were reported.

Manufacturer narrative:
One 4.0 acromionizer burr was returned for evaluation. Visual assessment of the device showed no visible damage. No evidence of over-heating can be confirmed. Functional inspection was performed and the inner burr not rotated freely within the outer sheath, no friction was felt in the unloaded condition. Over-heating is normally attributed to the blade being operated with inadequate irrigation. Per the device warnings ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running¿.